Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 19 years and 2 months post implant of this aortic bioprosthetic valve, it was reported the patient was prepped for a transcatheter aortic valve replacement (tavr). It was reported the transcatheter valve was opened but not used. It is unknown if the surgical valve was replaced. No additional information was obtained and no adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the bioprosthetic valve was replaced valve-in-valve with a non-medtronic transcatheter valve. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.